Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 379mg/dl. The customer stated that she had high heart rate and her husband took her to the hospital where it was found that she was experiencing high blood glucose. The customer had unexplained high glucose for the past several days. The customer's most recent glucose reading was 140mg/dl, and she treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. Found that the customer had bent cannulas and customer was inserting the infusion set above the hip area. Performed a high pressure test twice and the insulin pump failed the test. Advised the customer to discontinue the use of the insulin pump. No further information was provided.